Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with failed battery test due to moisture damage on electronic assembly. Unable to perform the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test, sleep current measurement test, active current measurement test and self test due to failed batt test. Successfully downloaded history files and traces using thump software. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, internal battery connector and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, corroded battery tube, minor scratched case and cracked keypad overlay noted. In summary, the customer alleged expose to moisture confirmed. Failed battery test was confirmed during analysis due to moisture damage on the electronic assembly. Display anomaly-blank display not confirmed. Damage-battery cap not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery failed alarm, blank display, battery cap damage and battery cap contacts damage. The customer was also reported that, battery compartment and/or spring damaged or corroded. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. A replacement battery cap will be provided to the customer. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.